Event description:
During a coronary artery drug eluting stenting treatment procedure, the physician experienced resistance while withdrawing the delivery balloon. The index procedure indentified and treatment one target lesion. The lesion was an 80% stenotic, moderately calcified, moderately tortuous, de novo lesion in the 2nd obtuse marginal (om) artery. The lesion was 30mm in length and 2.6mm in diameter. The lesion was pre-dilated with a maverick balloon. Next, a taxus liberte 2.75 x 32mm stent was deployeda t 14 atms. After the stent was deployed, the physician experienced "moderate" withdrawal resistance of the delivery balloon from the stent. The balloon as completely deflated to 0 atms, confirmed by fluoroscopy. The physician was able to remove the balloon from the pt's body. The stent was not post dilated. During the procedure, a coroflex stent was implanted in the 2nd om. The results after the taxus liberte stent was implanted were 0% residual stenosis and timi-3 flow. The pt was discharged three days following the index procedure on aspirin and clopidogrel. This product is only ous approved but it is similar to a marketed us device.